Manufacturer narrative:
H3, h6: the real intelligence robotics cart column, part number: rob10002, serial number: (B)(6), used for treatment was returned for evaluation. The reported problem was confirmed with a visual inspection. The cable at the base is cut and several internal wires are severed. A functional evaluation was not performed as the complaint has been visually confirmed. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with mishandling during shipping, storage, use or reuse of the device, wear and tear over time. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a cori assisted unknown surgery, the real intelligence robotics cart column would not power up console. Ensured all cords inside the tower were plugged in. The cords on the bottom of the base cart were plugged in and attempted using differ outlets. The procedure was performed, after no delay, using manual technique. Patient was not harmed as consequence of this problem.